Event description:
It was reported that a peritoneal dialysis (pd) patient had a previous positive culture in (B)(6) 2024 for coagulase negative staphylococcus. The patient completed two weeks of intraperitoneal (ip) antibiotics. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Coagulase-negative staphylococci are the predominant normal flora on human skin and the most common pathogen that are responsible for 50% or more of peritoneal dialysis related infections. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. Based on the limited information and no allegation or evidence of a defect, malfunction, or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a previous positive culture in (B)(6) 2024 for coagulase negative staphylococcus. The patient completed two weeks of intraperitoneal (ip) antibiotics. Further information was obtained. The patient went to the emergency room (ER) on (B)(6) 2024 (not (B)(6) as previously reported). The patient reported symptoms of abdominal pain, vomiting, diarrhea, and cloudy fluid. The patient was discharged from the ER without treatment. The patient was diagnosed with peritonitis on that date. The patient¿s pd effluent cultures were positive for coagulase-negative staphylococcus (no species provided). Due to a penicillin allergy, the patient was prescribed antibiotics with gentamicin 40mg daily and vancomycin 1.5g (initial dose) (route unknown). The antibiotics were changed to gentamicin 40mg daily for 14 days after the culture results. The suspected cause of the peritonitis event is touch contamination. The pd catheter was not pulled. The patient continued pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The lot number is unknown and no information was found on the shipment tracking system from this patient regarding to fmc cassette product been delivered. An investigation of the device history records (DHR) was not performed since the lot number is unknown and no information was found on the shipment tracking system. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: b3, b5, d10, h6 clinical codes the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a previous positive culture in (B)(6)2024 for coagulase negative staphylococcus. The patient completed two weeks of intraperitoneal (ip) antibiotics. Further information was obtained. The patient went to the emergency room (ER) on (B)(6)2024 (not august as previously reported). The patient reported symptoms of abdominal pain, vomiting, diarrhea, and cloudy fluid. The patient was discharged from the ER without treatment. The patient was diagnosed with peritonitis on that date. The patient¿s pd effluent cultures were positive for coagulase-negative staphylococcus (no species provided). Due to a penicillin allergy, the patient was prescribed antibiotics with gentamicin 40mg daily and vancomycin 1.5g (initial dose) (route unknown). The antibiotics were changed to gentamicin 40mg daily for 14 days after the culture results. The suspected cause of the peritonitis event is touch contamination. The pd catheter was not pulled. The patient continued pd therapy utilizing the liberty select cycler during recovery.